Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient on continuous ambulatory peritoneal dialysis (capd) therapy experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. On the same day as onset, the patient was treated with tienam (intraperitoneally (ip), 1g, every day, duration not reported) and proxacin (ip 200mg every day, duration not reported) for the event. Three days later, treatment with tienam and proxacin was discontinued and pd catheter was removed one day later. On an unknown date, the patient was discharged and had not recovered from the event. Additional information was requested but is not available.